Event description:
The lay user/patient contacted lifescan another country on may 29, 2007 and alleged that he was not able to code his one touch ultra 2 meter. Lfs canada was not able reach the patient to obtain further information. The patient alleged that the code number stayed on "1" and that he could not test his blood glucose (it is not known when he started having this alleged issue and how long he was not able to test). One day earlier, around 10 pm, the patient claimed he started feeling dizzy and eventually passed out. It is also not known if he had attempted to test on the meter prior to passing out. The patient reported that when he woke up, the paramedics were on the scene and he was given glucagon and an IV. His blood glucose result when tested on the other device was "0.6" mmol/l. The patient was frustrated with the meter and he destroyed it and therefore, no longer had the meter to troubleshoot. No further information was provided regarding the event. The patient tests his blood glucose numerous times a day (around 16 times). His diabetes medication regimen is not provided. Although there is insufficient information regarding the onset of the alleged code issue, and the events leading to the symptoms, this complaint is reported because the patient alleged he was not able to test his blood glucose, passed out due to hypoglycemia and was treated by the paramedics. The alleged meter issue could not be troubleshot since the patient discarded the meter. A replacement meter, control solution, and test strips were sent to the lay user/patient.